Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was presented in clinic and upon interrogation, the ventricular lead exhibited loss of capture, high impedance, and a sensing anomaly. The lead was capped and replaced. No complications occurred during the procedure.